Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi equipment involved were: carto 3 system (serial# (B)(4)), stockert generator (serial# (B)(4)), coolflow pump (serial# (B)(4)). (B)(4).

Event description:
It was reported that a female patient suffered a cardiac tamponade requiring pericardiocentesis during idiopathic ventricular tachycardia (idvt) procedure. No product malfunction was reported. The patient required extended hospitalization. The physician's opinion regarding this event is unrelated to the device, possibly related to the procedure.

Manufacturer narrative:
(B)(4). It was reported that the patient's blood pressure dropped. Ice confirmed pericardial effusion. Pericardiocentesis was performed and 400 cc of fluid was removed. The patient was stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)